Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer had resolved the scope issue by power cycling the system. The tse advised the customer to remove the endoscope, cancel the guided tool change by clutch button, and reinstall the scope if the issue occurs again. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the image output from the endoscope rotated 180 degrees. The customer contacted the technical support engineer (tse) for assistance. The customer had already resolved this issue by power cycling the system prior to contacting the tse. The customer was advised to remove the endoscope, cancel the guided tool change by using the clutch button, and reinstall the scope if the issue recurs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer to obtain additional information. The image was inverted. The 30 degree endoscope moved freely with uncontrolled motion. The surgeon did confirm the 30 degree endoscope was in the desired orientation at installation. The adapter was still engaged and attached to the 30 degree endoscope. The adapter had no visible damage or missing components. After a system restart, the customer completed the procedure with the same endoscope instrument. There was no patient injury. The 30 degree endoscope is not available for return.